Event description:
The customer reported to olympus that the evis lucera elite video system center had a b40 communications error. The issue occurred during reprocessing after a gastroscope that was not delayed and finished with similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following issues: there was a faulty printed circuit board, the device was unable to recognize the universal serial bus (usb) drive door to poor usb connection cable, the usb interface was rusted and corroded and there was no image at no image due to faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b40 error reported was due to faulty printed circuit board from wear and tear. Olympus will continue to monitor field performance for this device.